Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
A fractured stem neck.

Event description:
A fractured stemneck. Additional information received (B)(6) 2018 - patient was born 1943. Primary case 2014. Worked well until (B)(6) 2018. The patient was standing up doing some households when it suddenly snapped off. Along with this came pain and the patient lost balance. The patient got to the local emergency hospital the (B)(6) . After x-ray the patient the patient was transported to another hospital for revision surgery asap. The revision took place the 11 of oct. Another exeter 50 offset 125 length was put in together with a 32 std orthinox head. Surgery took 2 h 56 min. The patient was ok and went home the (B)(6). The surgeon told me that there is a small issue on the cup but they decided to let the cup stay in the patient as it was well fixed in its cement mantle. The scratch / issue was on the sphere not in the articulation area. They will follow up the patient extra due to this complication in another couple of weeks. Additional information received (B)(6) 2018 cup (which was from another company).

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem and a metal head was reported. The event was confirmed through review of an x-ray by a clinician. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: deemed insufficient for medical review by dr. - x-ray confirms fractured neck, need operative reports. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.